Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose is 249 mg/dl. The customer did not provide any symptoms such as a result of low blood glucose. The customer was reported that the insulin pump was over delivery. Troubleshooting was done for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Device was monitored for 4 days and no pump overheating anomaly was noted. No burned components, overheating damage or moisture traces found at electronic or motor assemblies per visual inspection. Device received with minor scratched display window and case.